Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of five for the same event, reference reports 0001032347-2017-00523 through 0001032347-2017-00527.

Event description:
It was reported the original surgery was performed (B)(6) 2017. Subsequently the patient's sternum dehiscence and it was suspected the patient may have a mediastinal infection. The patient was administered steroids. A revision was performed (B)(6) 2017, the implants were removed and replaced with non zimmer biomet implants. The revision was performed without delay.